Event description:
On 26th february 2026, rayner received notification from a healthcare facility in russia of an event that occurred during use of a rayone galaxy toric rao615x. The event description provided states that during iol implantation, the lens got stuck in the cartridge and failed to deliver. The patient was left aphakic.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that during iol implantation, the lens got stuck in the cartridge and failed to deliver. No back-up lens was available at the time of the initial surgery therefore the patient was left aphakic. The patient will undergo an additional surgery to have an iol implanted. The device was not available for return to rayner. The rayone preloaded iol injection system risk matrix identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. The additional information received identifies that there was resistance from the very beginning of the injection. The rayone IFU "use of rayone" section "fig 7" states "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". Continued injection is a deviation from the IFU. Our review of production records for the rayone galaxy toric rao615x batch 055268483 showed that all manufacturing and quality checks were conducted with successful results.